Manufacturer narrative:
Method: aterials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past six months (13/21/2015 to 09/17/2015) did not observe any significant trend. ¿the trend for the product malfunction code of haze/mist/vapor was completed from october 2014 through september 2015 and did not reveal a significant trend. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the oil filter gasket. The field service engineer removed, lubricated and re-installed this part and confirmed the sterrad® 100s was restored to proper function after service. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A re-calibration of the pressure transducer and a slot test was performed. The oil filter gasket was lubricated and re-installed. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of a "smoke" emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.